Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error codes experienced by the site was associated with a uninterruptible power source (ups). The ups is a subsystem that can sustain power to the system electronics for a finite period of time after the loss of ac line power. The system was repaired by replacing the affected ups. System error codes 600 appears when the davinci safety system determines that the ready switch is not operating correctly. Upon determining these conditions, the safety system put davinci in a recoverable safe state. As of (B)(6), 2011 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff experienced system error code 600 while changing surgeon's at the surgeon side console (ssc). With the assistance of an isi technical support engineer, the site applied emergency power off (epo), cycled all switches on several subcomponents, however, the error persisted. At this time, the surgeon made the decision to convert the planned surgical procedure to a traditional open surgical techniques. No patient harm was reported.